Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 635mm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the obtuse marginal artery. A 2.75 x 24 synergy drug-eluting stent was selected for treatment. However, during insertion, the stent shaft broke. The device never entered into the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the obtuse marginal artery. A 2.75 x 24 synergy drug-eluting stent was selected for treatment. However, during insertion, the stent shaft broke. The device never entered into the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.